Event description:
Drug/diluent, fill volume, flow rate, procedure, cathplace: not applicable. Catheters are disintegrating. No patient contact. No adverse event.

Manufacturer narrative:
Method: five samples were returned for the complaint. Customer complaint was confirmed. Results: evaluation of the returned units confirmed the customer complaint of catheters disintegrated. The returned catheters were found to be broken into small pieces. The device history record was reviewed and the lot met all manufacturing and quality specifications. Conclusions: the brittleness may have been caused by exposing the catheter packages to light for an extended period. Also as of january 8, 2013 I-flow has informed its customers via a customer notification letter of the storage conditions for on-q silversoaker catheter" which included a technical bulletin ((B)(4)). I-flow recommends the following practices for protecting the product from light sources: store on-q silversoaker catheters in an area away from all direct light sources. Storage within the shipping box (i.e., corrugated box) is best.